Event description:
The customer stated that water got inside of the insulin pump after it was submerged in water. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor.